Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. A patient called technical services regarding m65 scale ready errors. The technical services representative reviewed the patient¿s treatment records. The patient drained 4695 ml during cycle five, which is 261% of the patient¿s largest fill volume of 1798 ml. Follow up with the patient¿s nurse verified that the patient did not experience any injury or require medical intervention as a result of the issue. The patient had received a replacement cycler and was able to complete peritoneal dialysis therapy without complication.

Manufacturer narrative:
Correction: date rec'd by MFR updated to reflect the date the plant investigation was signed off. The information was previously submitted. No new information.